Manufacturer narrative:
(B)(4): the customer reported that the gantry can't be powered on. No additional information was provided. There was no reported adverse pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the gantry can't be powered on. No additional information was provided. There was no reported adverse pt impact.